Event description:
The manufacturer received information alleging an visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury.the manufacturer's investigation is ongoing. A follow-up report will be submitted where the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on feb 23, 2024 and section h10 should be reported as: the manufacturer received information alleging an visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation during the investigation, evidence of sound abatement foam degradation or breakdown was observed in the base unit. During the investigation the base unit was found to have unknown dust/dirt/fiber contamination throughout the device internals. Moderate dust contamination was observed on device pca, in the blower, in the blower housing, and on the impeller. The blower grommet, blower outlet bellows, and air inlet seal appear discolored. An internal investigation was performed on the humidifier base. Manufacture observed dust/dirt contamination within humidifier base. Discoloration of flip lid tank top and tank inlet and dry box seals were observed. The device's downloaded event log was reviewed by the manufacturer and found 14 errors. The manufacturer concludes that able to confirm the presence of degraded sound abatement foam.confirmed the presence of multiple contaminants that are not consistent with degraded sound abatement foam, likely from an external source. Unable to address the patient's symptoms. In this report, sections d9, g3, h3, and h6 have been updated or corrected.